Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan to report the onetouch ultramini meter was giving inaccurate readings. On (B)(6) 2014, the sr. Medical surveillance specialist contacted the patient to obtain and clarify information; however the patient refused to speak with the smss. The complaint was classified based on the information initially provided to customer service. For two weeks, the patient reportedly obtained blood glucose readings on the reported meter that she claimed were inaccurate; she was unable to provide the specific results. Afterwards, the patient experienced the symptom of shaking. The patient did not report seeking any medical attention or treatment. It would have been helpful to determine the allegedly inaccurate readings, what the patient was comparing these readings to, any actions taken based on these readings, her diabetes medication regimen, and if she received any medical attention. The patient allegedly suffered symptoms suggesting severe hypoglycemia after the issue of allegedly inaccurate readings occurred with the reported meter, therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. Date of event: not provided. Meter serial #: not provided. Test strip lot#: not provided.